Event description:
On (B)(6) 2009, the patient reported her insulin infusion device did not give an error message even though the insulin cartridge of her device was empty. She stated she removed the cartridge and returned the piston rod prior to the report. To troubleshoot, she was instructed to press the check key and her device displayed "297u." The patient stated she did not adjust the piston rod. She said she last changed the cartridge on (B)(6) 2009. She stated she is using a lithium battery and was advised not to. The device alarm history was checked and showed the following: a2 (battery low) at 4:48pm on (B)(6) 2009; a1 (cartridge low) at 3:18am on (B)(6) 2009; and e8 (power interrupt) at 1:54pm on (B)(6) 2009. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.